Event description:
Pt was a (B)(6) male with a right middle cerebral artery (mca) m1 occlusion. Physician made two passes with a merci retriever v 2.5 firm and three passes with v 2.0 firm for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. Hemorrhage was confirmed at the proximal portion of right m2 where merci retriever had been deployed. On (B)(6) 2011, cerebral decompression procedure was performed for brain hernia. The pt's blood pressure fell to forties and the pt expired on (B)(6) 2011 due to progression of brain hernia. Cerebral decompression was performed as medical intervention for the brain hernia. The physician believes that the hemorrhage had probably been due to damage to vessel(s) with merci retrievers. Physician also stated that whether the brain hernia is attributed to the hemorrhage or ischemic stroke itself is unk.

Manufacturer narrative:
There was not evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device user factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device has not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.